Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented in the emergency room. The patient was resuscitated with external defibrillation and was admitted to the hospital. Upon review of the electrogram, implantable cardiac defibrillator and the right ventricular lead exhibited loss of output. It was also noted that the lead exhibited undersensing. Programming changes were performed and the patient was discharged to hospice care.